Event description:
It was stated that a pediatric tracheostomy tube had an issue with two tubes splitting while in use with one of the pediatric patients. There was patient involvement but no patient harm. This event would cause in adequate ventilation to the patient when in use.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.